Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the tip cover accessory as it was scrapped in the field . A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted total hysterectomy procedure surgical procedure, it was alleged the tip cover accessory for a monopolar curved scissors instrument fell inside the patient and was retrieved. There was no report of patient harm, adverse outcome or injury. However, it is unknown what caused the tip cover accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical total hysterectomy procedure, the tip cover accessory for a monopolar curved scissors (mcs) instrument came off the instrument and fell inside the patient. The intact tip cover accessory was retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and tip cover accessory were in use for an estimate of 30 minutes. The instrument and accessory did not collide with other instruments or hard objects, and were only removed to switch to a needle driver instrument. The possible cause of the tip cover accessory falling off might be due to it rubbing against a fibroid in the uterus. No post-surgical x-ray was performed and there was no injury to the patient. The tip cover accessory was discarded and will not be returning to isi.